Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the devices verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to aneurysm enlargement and endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2018, this patient underwent an endovascular treatment for a left internal iliac artery aneurysm using a gore® excluder® aaa endoprosthesis. Please note that only a contralateral leg component alone was used at the initial procedure. The patient tolerated the procedure. On (B)(6) 2023, the patient underwent a reintervention to treat an internal iliac aneurysm enlargement (unknown) due to a type ii endoleak of a collateral flow from the median sacral artery (msa). The physician attempted to embolize the msa but he could not access there. Thus, msa embolization was abandoned. Additional, gore® excluder® aaa endoprostheses (a trunk-ipsilateral leg component and two contralateral leg components) were implanted. The patient tolerated the reintervention.